Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report filed (B)(4) 2014. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.